Event description:
Pt undergoing coronary artery bypass grafting. During ima takedown, the cautery pencil stuck in the coagulation mode, essentially remaining in the on position. A new pencil was provided. Pt's procedure continued, no injury to the pt. He recovered well and was discharged from the hospital on 5/18/97.